Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported that she had not received any alerts from her continuous glucose monitor (cgm) that her glucose was decreasing. She was found unresponsive by her daughter and called emergency medical services (ems). The patient¿s blood glucose (bg) per ems was 13 mg/dl. She was treated with two injections of glucagon and dextrose via intravenous (IV) therapy. The patient was transported to the hospital, treated and released. When she returned home, she stated that her phone application showed a sensor failure. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.